Event description:
A surgeon reported via a distributor that a miol u940a iol implanted in the left eye of a pt in 2000 has since opacified. Explant was performed in 2003. Several requests have been made for additional information, however no further information is available at this time.